Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. Although user issues were identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The caller alleged a variance between inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 5.1, 3.6, 2.7 and 2.7, therapeutic range: 2.0 - 3.0. The testing was performed one after the other. The monitor was not in the correct mode when the finger stick was performed. Additionally, the monitor was moved to apply the blood sample. These are considered user issues. There was no reported adverse patient sequela. There was no additional information provided.